Event description:
Additional info received 2005; the 13-month-old female pt underwent successful occlusion of the ductus arteriousus in 2005. Auscultation of the pt following the catheterization demonstrated no murmur and no significant residual shunting. At her scheduled follow-up exam in 2005, the pt appears generally healthy, thought her other reported that the pt seems tired and has begun taking two naps a day. There is no cyanosis and the lungs are clear. Precordial cardiac activity unremarkable. Cardiac auscultation reveals normal intensity of the first and second heart sounds with narrowly split s2. Grade I/vi non-specific systolic murmur at the left sternal border. Grad I/vi early diastolic rhythm with a heart rate of 64 per min. The abdominal examination was negative for organ enlargement, brachial and femoral pulses readly palpable and symmetric on the right side and all extremities appeared well perfused and without cyanosos. The physician recomended a 24-hour holter to assess average and minumum hert rate which demonstrated thrd-degree av block with ventricular rate of 44-88 per min. The average 24-hour heart rate is 62 per min. There was a singular premature beat, which represents either a junctional premature beat or possibly a singale sinus capture beat. The phsician recommended pt observation and return for another cardiac evaluation in 6-8 weeks. As of 2005, the pt has not had a pacemaker placed and is reported to be doing fine. It should also be noted that at the time of implant, the device had expired.

Event description:
The physician recently completed the first follow-up exam following one of his patient's pda closure with an 5/4 amplatzer duct occluder. During the exam the pt presented with complete heart block. There was no evidence of heart block prior to the patients discharge post procedure. The procedure had been performed under general anesthesia. The device appears to be in place by echo. The patient's hr is 60. No pacemaker has been placed. The patient is being monitored.